Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin. Customer alleges the insulin pump. Customer¿s blood glucose level was 406 mg/dl at the time of the incident and the current blood glucose value of the customer was 242 mg/dl. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.